Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken to the emergency room (ER) due to hyperglycemia and the presence of ketones. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 1 and 4 hours. The patient was treated with a manual injection and an intravenous fluid drip the patient was released after spending 4 hours in the ER. The patient's blood glucose history is as follows: (B)(6).